Manufacturer narrative:
A review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. No root cause was determined. Report source was a phone call.

Event description:
Consumer reported possible false negative result with at home test based on positive result received by pcr test received at hospital the next day.